Manufacturer narrative:
Explant was reported due to a non-calcific leaflet tear. The investigation found that leaflets 1 and 2 were torn. There was fibrous pannus ingrowth present on the inflow of leaflet 3. No inflammation or significant calcifications were present. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization.in the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site, and the cause of the leaflet tear could not be conclusively determined. However, pannus was noted on the inflow surface, which had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
An event of valve explant due to regurgitation was reported. The leaflet tear noted at explant could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted. On an unknown date, the patient presented with aortic regurgitation. On (B)(6) 2019, the valve was explanted due to a non-calcific leaflet tear extending from the stent post to the nadir of the ncc. A replacement 23mm ce perimount valve was successfully implanted and the patient is reported to be stable.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted. On an unknown date, the patient presented with aortic regurgitation. On (B)(6) 2019, the valve was explanted due to a non-calcific leaflet tear extending from the stent post to the nadir of the ncc. A replacement 23mm ce perimount valve was successfully implanted and the patient is reported to be stable.